Manufacturer narrative:
One device as returned for repair in used condition. This device has not been in for service in the review period. Event history log showed high alarm displayed: cassette not attached properly. Primary reported problem was verified. Found defective downstream occlusion (dso) sensor during functional test. Defective downstream sensor caused the issue. Replaced the downstream sensor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that pump had a bad cassette sensor. The event occurred during testing. There was no delay of therapy. There was no patient involvement.